Event description:
The customer reported lyse ambient temperature error and blue reagent leaked from the right side of the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) stated the customer replaced numerical control (n/c) tubing on pinch valve pv37 and cleaned up the fluid spill. The fse indicated the clenz cleaner solution also leaked onto the counter. The fse noted the fluid sprayed onto the peltier module and replaced the peltier module. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).